Event description:
During esophageal dilatation, with a jackson flexible esophageal dilator #10, the orange tip of the instrument broke off in the pt's esophagus. Physician was unable to retrieve or directly visualize the broken-off portion. X-ray location was required to find the tip. Thoracotomy surgery was performed to extract the tip of the instrument from the esophagus.